Manufacturer narrative:
(B)(6) 510k: this report is for an unknown calcaneal plate. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) to repair a left calcaneal fracture on an unknown date. The patient was implanted with an unknown titanium calcaneal plate, as well as six (6) unknown titanium cortical screws. On an unknown date, it was identified that the patient had developed a non-union. On (B)(6) 2017, the patient was returned to the operating room where the surgeon removed all of the implanted devices intact. The surgeon then proceeded with decortification of the bone surrounding the implant site and revised the patient using a talus fusion with a synthes stainless 80mm, 6.5mm cannulated screw with a 32mm thread and a stainless 13mm washer. The procedure was completed successfully without delay, and the patient was reported as stable. This report is for one (1) unknown calcaneal plate this is report 1 of 2 for (B)(4).